Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the customer's report was not replicated. Its important to note that the customer indicated that they disassembled the device and replaced the analog board as a precaution before returning it for evaluation. It is possible that the disassembly of the device by the customer compromised the investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.